Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that several weeks prior to reporting, the patient experienced a hypoglycemic event while shopping at a walmart, with reported blood glucose levels in the 50 mg/dl range, which resulted in loss of consciousness. Emergency responders were called, and the patient reported being treated by fire personnel with oral carbohydrates (a sandwich). The patient was unable to provide additional details regarding the incident, including the exact date of the event. The event date provided in this report is approximate. No further information is available.